Event description:
It was reported that a patient experienced a cardiogenic shock and st segment elevation. During a pulsed field ablation (pfa) procedure a farawave pulsed field ablation catheter was selected for use. The sheath was aspirated during preparation without issues and inserted into the patient, but after inserting the catheter and aspirating, an audible hissing was heard from the sheath. The device was pulled back to the right side of the heart and aspirated 10 ml of air. The patient suffered a cardiogenic shock, and a st segment elevation was observed, no cerebral event occurred. The procedure had to be cancelled and the patient was taken to the intensive care unit for observation, no intubation was required. The patient is recovering successfully from the event. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a cardiogenic shock and st segment elevation. During a pulsed field ablation (pfa) procedure a farawave pulsed field ablation catheter was selected for use. The sheath was aspirated during preparation without issues and inserted into the patient, but after inserting the catheter and aspirating, an audible hissing was heard from the sheath. The device was pulled back to the right side of the heart and aspirated 10 ml of air. The patient suffered a cardiogenic shock, and a st segment elevation was observed, no cerebral event occurred. The procedure had to be cancelled and the patient was taken to the intensive care unit for observation, no intubation was required. The patient is recovering successfully from the event. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited a steady flow of air was observed during aspiration testing.